Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted : (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited, an impedance spike, elevated sensing integrity counter (sic), non-sustained high-rate episodes, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.